Event description:
This lv lead was explanted and replaced due to high thresholds. The ICD was at eri and the rv lead had high thresholds as well. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.